Event description:
It was reported that an unk amount of spectrum pumps falsely alarmed upstream occlusion. This occurred in the labor and delivery care area while delivering pitocin. This alarm occurs when delivering at the rate of 99ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.